Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl. The customer had symptoms of vomiting, diarrhea, and chest pain. The customer mentioned that the insulin pump was lost while staying in the hospital, and he has been off the insulin pump since february. No further information was provided.